Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been exposed to a magnetic resonance imaging machine. The customer stated that the insulin pump no longer worked and that she would click the act button, the device gave her the main menu, but nothing showed up correctly after this. The customer's blood glucose was 140 mg/dl. She stated that she was not in the hospital for diabetic reasons. She stated that after she pressed act on the reservoir and set, the screen appeared garbled and prompted her to initiate. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.